Event description:
It was reported by the customer that he had been hospitalized for high blood glucose levels. Customer had been experiencing heavy sweating throughout the day. Blood glucose level was over 600 mg/dl at time of hospitalization. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Informed customer high blood glucose levels are often caused by insertion site issues. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, self, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Insulin pump functioned properly. Cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.